Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. Pharmacy technician, caroline, is calling on behalf of the customer. The expected fasting blood glucose test result range is 260 to 340 mg/dl. The blood glucose testing is performed twice times daily. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of blood glucose results. The customer is currently taking medication to manage diabetes. Comparison of blood glucose test results by customer from trueresult meter to physician meter; observed 100 mg/dl difference between readings. Back to back blood test during the call on (B)(6) 2016 declined by the customer. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 10/24/2018 and open vial date is (B)(6) 2016. The customer reported that all previous test results are not stored in the meter memory. The meter memory reviewed for fasting test results performed (date / time not set): (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. Pharmacy technician, (B)(6), is calling on behalf of the customer. The expected fasting blood glucose test result range is 260 to 340 mg/dl. The blood glucose testing is performed twice times daily. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of blood glucose results. The customer is currently taking medication to manage diabetes. Comparison of blood glucose test results by customer from trueresult meter to physician meter; observed 100 mg/dl difference between readings. Back to back blood test during the call on (B)(6) 2016 declined by the customer. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 10/24/2018 and open vial date is (B)(6) 2016. The customer reported that all previous test results are not stored in the meter memory. The meter memory reviewed for fasting test results performed (date / time not set): 1:500mg/dl (B)(6) 2015 12:04:00 pm; 2:568mg/dl (B)(6) 2015 12:01:00 pm. Adverse event not reported.